Event description:
A delay of surgery greater than thirty minutes was reported.

Manufacturer narrative:
The associated complaint device was not returned; therefore a dimensional inspection was not completed. An engineering investigation was completed by our visionaire team. The segmentation and alignment were within visionaire acceptable standards and criteria. The alignment engineer planned for a size 4 femur which was 1mm beyond implant thickness on the lateral side and 2.5mm beyond implant thickness on the medial side. Additionally, the engineer added 2 additional degrees of flexion and planned for an aggressive anterior resection. If sizing were to be changed (based on the engineer's planning) it would more likely need to be upsized than downsized. If the surgeon used the distal pins to downsize, the posterior resections should have remained the same and the anterior resection should have been more aggressive therefore there would be a risk of notching. The change in the anterior resection when downsized from a 4 to a 3 was approximately 3.6mm more aggressive which is consistent with difference in distance from the center of the spike to the anterior cut slot of the size 3 and 4 a/p cutting blocks. This is not consistent with this large increase in posterior resections as reported in the complaint. As a result of the investigation, no root cause could be determined.